Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation / evaluation: it was reported by (B)(6) that a turbo-ject® single lumen power-injectable PICC (rpn: upics-5.0-CT-nt-1111) had a leak at the junction between the transparent catheter and the purple "valveholder". The caregivers for the patient found the PICC line's dressing to be wet; no blood leakage was noted and no air entered the patient. It was also reported that the delivery of chemotherapy the next day was probably delayed due to a lack of a central channel. A review of documentation including the complaint history, instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One turbo-ject® single lumen power-injectable PICC was returned for evaluation. A visual examination noted a partial separation of the clear extension tubing at the purple hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that the risks associated with this device are acceptable when weighed against the benefits. A review of the device history record (DHR) could not be conducted, as the lot information for this device is unknown. The evidence from the complaint file, quality control documents, and complaint device indicate that the device was manufactured to specification as well as other items in the lot and similar devices in the field or in house. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care profession must verify: the catheter lumen has "CT" on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325psi and that the maximum flow rate is at or below that which is list on the catheter. Dynamic and static pressure test results are shown in the following table (provided in the IFU)". Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information regarding patient demographics, event details, and device failure have been requested but are not available at the time of this report. (B)(6). Occupation: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a cook turbo-ject single lumen power-injectable PICC was leaking. The caregivers noticed that fluid escaped the device and the PICC line dressing was wet. The device was reported to "leak at the junction between the transparent catheter and the purple valveholder." The patient was receiving cytotoxic medication and it was reported that it was not delivered. No blood leaked from and no air entered the device. The customer reported that chemotherapy scheduled for the next day was probably delayed due to lack of access. Additional information has been requested regarding this event, but is unavailable at the time of this report.